Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic procedure, he device had issues with needles bending and a needle broke so the handle was replaced. The handle was also very difficult to load and unload throughout the case. It is possible a portion of the endo stitch needle did break off within patients cavity. An x-ray was not used. The missing part of the needle was not located and its location could not be confirmed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A broken needle was observed in the jaws of instrument two. Witness marks on the bevel wall were observed for instrument two. Sheering on the toggle switches was observed for instrument two. Both instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. The analysis made by engineering confirms the difficulty to toggle and difficulty to unload the needle for instrument two. The instrument was dismantled and the center rod was observed to be bent and plastic shavings from the toggle lever was adhered to the pin lock. A review of the engineering analysis of the device found the difficulty to toggle and unload the needle could occur due to the excessive force applied to the toggle lever with the handles and jaws not in the closed position. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.